Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during servicing activities. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a manufacturer service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service centre concludes there was visible foam degradation.

Manufacturer narrative:
In box e: initial reporter - previously manufacturer captured wrong reporter country, and it has been corrected in this report. In addition to that reporting institution name, address line 1 and address city has been captured. In box g: report source has been corrected in this report